Manufacturer narrative:
Device history record (DHR): the DHR shows no abnormalities related to the reported failure. The mayfield spine table adaptor (a2600m) was returned for evaluation. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The right bracket knob is grinding when tightened. The evaluation showed that the base handle is out of adjustment and not holding properly; the shock cushion is worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the gold handle on the mayfield spine table adaptor metal (a2600m) would not lock securely. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.